Event description:
Date of event: estimated 2006. Bdbs system inaccurate during the last few cases. When registering the main carina the user was getting a high divergence. The system recommended reregistering. User reregistered, but still received a high divergence. The user proceeded to navigation and rechecked location. The location was significantly better than 4.1 average fiducial target error (aftre). User proceeded with the case. A service request was initiated. Pt was not injured.